Event description:
Customer reported an issue with the pump's time display, which was incorrect and differed by more than five minutes from the actual time. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the discrepancy reoccurred, which the customer understood and acknowledged.